Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, lot/serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that there were high impedances on the lead. After running an impedance check, all electrodes were over 10,000. No factors were known to have led or contributed to the issue. The rep tried to reprogram around the bad lead. The issue resolved. No symptoms were reported.